Event description:
On 10/7/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/6/2024. On (B)(6) 2024, the user received an alert indicating that the infusion set was expired and attempted to change the cartridge and tubing as instructed during initial training. Despite cds advising the user to reach out over the weekend for assistance, the user attempted the change independently and was not connected to the infusion set during the process. The user mistakenly performed the fill process twice and gave a manual injection of insulin while in a confused state. The user reported they were disconnected during the cartridge change process. The user's son noticed the user was confused/disoriented and transported them to the emergency department, where the user's blood glucose level was recorded at 27 mg/dl. The user was hospitalized for observation but was stable and discharged the following day, (B)(6) 2024. The user was scheduled for retraining with their cds before resuming use of the ilet system.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data showed three usual for me breakfast meal announcements were delivered prior to the hypoglycemia. There were no cartridge changes or tubing fill processes logged in the device on the reported. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by a combination of the user announcing multiple meals without eating multiple meals, the user taking a manual injection of insulin outside of the ilet, and potentially unintentionally delivering insulin during the cartridge change process.